Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer occurring less than five minutes into treatment. Incident was noted by the hemodialysis machine's blood leak alarm and confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt, with an estimated blood loss of 300 cc. Treatment was resumed with new disposables and completed without incident. It was reported that after the incident, the pt's hgb was 9.9 whereas their previous hgb was 11. It was reported that the pt's epogen dosage was increased as a result (dosage unk).